Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician was not able to deflate the sakura 2.0 x 20 balloon catheter after its initial inflation and had to use force to withdraw it from the patient. The physician was able to complete the procedure successfully-details not provided. The patient was not symptomatic as a result of the reported product issue. There was no reported patient injury. The target lesion was the left anterior descending (lad) artery. The target lesion was not calcified/tortuous, and was a 90% stenosis. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. There were no kinks or bends noted upon inspection prior to use. Visapaque was the contrast medium used. An inflation device was used for the procedure and the contrast to saline ratio was one to one (1:1). There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The same inflation device was used subsequently without any problem. The balloon inflated normally up to 12 atm. And maintained pressure during the inflation for 5 seconds before deflation was attempted . The product was not re-sterilized. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15437344 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Nineteen units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15437344. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. However, a risk analysis has been initiated to address this issue.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician was not able to deflate the sakura 2.0 x 20 balloon catheter and had to use force to withdraw it from the patient. The physician was able to complete the procedure successfully-details not provided. The patient was not symptomatic as a result of the reported product issue. There was no reported patient injury. The target lesion was the left anterior descending (lad) artery. The target lesion was not calcified/tortuous, and was a 90% stenosis. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. There were no kinks or bends noted upon inspection prior to use. Visapaque was the contrast medium used. An inflation device was used for the procedure and the contrast to saline ratio was one to one (1:1). There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter of the vessel/vasculature. There was no reported difficulty accessing the target lesion and the catheter was not ever in an acute bend. The same inflation device was used subsequently without any problem. The balloon inflated normally up to 12 atm. And maintained pressure during the inflation.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.